Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the approximating lever broke. The surgeon converted to a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.